Event description:
Patient underwent total knee replacement utilizing mako device. During the trials for the tibia component, pins and checkpoints for mako were being removed, a checkpoint broke off. Retained material removed during procedure, noted checkpoints intake. No retained supplies/equipment, no apparent harm to patient.